Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.  A review of imagery provided showed the following:  observed central retrograde flow; observed regurgitation at the edges of frame; it was potential to have pvl leak, however, it could not be confirmed; patient had calcified native annulus and leaflets. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to valve regurgitation-central leak. A review of the complaint history from october 2019 to september 2020 revealed additional similar complaints for sapien 3 valve (all models). The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient and or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve regurgitation-central leak was confirmed based on provided imagery. A review of the DHR, complaint history and lot history, revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. As reported, ¿the balloon was +2cc overfilled¿. Per imagery review, patient had calcified native annulus and leaflets. Available information suggests that patient factors (calcification) and/or procedural factors (over inflation of balloon) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation and a corrective/preventive actions are not required

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in korea, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, trivial to mild central regurgitation was detected near the right coronary cusp. It is believed that the regurgitation is not from poor coaptation. There was no procedural and prep-related issues that could have cause the event. No additional valve was needed. The patient was stable without notable symptoms and was discharged from the hospital on postoperative day 6. As per medical opinion, event might be due to a valve leaflet damage or sewing stitch damage.